Event description:
There was no reported patient impact associated with these complaints. On (B)(6) 2012, the patient's mother contacted animas alleging multiple issues with the subject pump. The patient's mother reported that the patient's pump had been alarming; however, the display was blank. The pump's battery was replaced, but when the pump booted up, it remained on the "verify" screen. The reporter claimed the pump would not respond to keypad button presses. For that reason, the patient's mother inserted another new battery; however, the pump would then not power on. At the time of troubleshooting, the patient's mother informed customer support that the pump's audio bolus button had fallen off several weeks prior. The reporter confirmed that the patient had jumped into a pool (with the missing audio bolus button) on the day the alleged keypad and power issues occurred. The patient's mother denied any visible moisture under pump's display. In addition, the patient's mother denied any damage to the pump's keypad. These complaints are being reported because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): testing confirmed that the pump fails to power on, and was unable to perform all investigation steps due to lack of power. The bolus button leaks. The pump was opened and moisture damage found on the pcb. User error cannot be discounted as a contributing factor to this event, as the user had knowingly exposed the pump to water while the bolus button was missing, and the user guide warns that damage to the pump may impact the battery contact/waterproof feature of the pump.